Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, sensor scans of 78 mg/dl and 42 m/dl compared to blood glucose test of 500 mg/dl and 378 mg/dl on the hcp meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced shaking and diaphoresis. Hcp contact was made, and the customer was provided an unspecified intravenous solution for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury.